Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.0 diopter tore/broke before injection into the patient's right eye (od). The problem was not resolved. Reportedly, "the lens broke into 3 pieces inside the cartridge with no reason for that. It was not implanted."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).